Manufacturer narrative:
The insulin pump had no button error alarm. However, the insulin pump act button did not respond due to moisture damage on keypad trace. No moisture damage on electronics noted. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The customer got on a water ride and they suspect the insulin pump may have gotten wet. Customer's blood glucose level was 127 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.